Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); burn marks were observed. Further extended investigation was conducted. Visual inspection was performed using a digital microscope on the returned sensor. Burned flux was observed on the battery legs of the printed circuit board assembly (pcba). The data from the initial sensor scan was reviewed. The device was brought to a lab bench for testing. The returned battery voltage was measured, and results were within specified range. A continuity test was performed on the battery legs and capacitor where the burned flux was observed. Shorts were not observed. The returned sensor was unable to be scanned with the ptugen4 tool. Cracks were observed on the pcba leading to the asic. It was observed that this damage prevents the sensor from being to scan, and from functionality test being able to performed. It is likely this damage occurred to the de-cased pcba in transit since the sensor was able to be scanned. The burned flux was able to be removed with acetone and no burn marks were apparent on the rest of the remainder of the pcba. It was determined that the burned flux had no effect on the performance of the sensor, and that the sensor did not internally cause damage due to the lack of damage on the pcba and outside housing. It was determined that, the battery voltage was within specification, the continuity test showed no signs of electrical shorting, and the "burn marks" was confirmed as burnt flux rather than internal damage to the sensor. It was determined that this burned flux had no effect on the performance or function of the sensor. Although there appears to be damage from de-casing (cracks in the pcba traces) rendering this device unable to be scanned. Scanning is not required to determine root cause for this issue. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device displayed a replace sensor error. The product was returned and investigated for the disolayed error issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device displayed a replace sensor error. The product was returned and investigated for the disolayed error issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.